Manufacturer narrative:
A1 - patient identifier: updated. B3 - date of event: corrected. B5 - describe event or problem: updated. H2 and h6 codes: updated. This supplemental report is submitted for additional information received from customer.

Event description:
Update: the reported event occurred while in use and there was no harm or adverse event.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log. However, no root cause could be identified for the observed issue. Additionally, the investigation identified downstream occlusion seal (dso) damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal was replaced and the device passed all testing.

Event description:
It was reported that device had issue with downstream occlusion (dso) sensor failure. There was no patient involvement.